Event description:
An eye care practitioner reported that a pt presented in 2003 with dull pain, but no specific place, os, associated with wear of focus night & day lenses. Medical records note injection and 2-3+ grade anterior chamber reaction. Diagnosis mucopurulent conjunctivitis and iritis. Rx'd tobradex drops for 5-7 days & instructed to return for follow up in 3 days. 12/2003 follow up noted as event resolving with pain mild to moderate, injection & trace anterior chamber reaction. Instructed to continue tobradex for 3 days & to return to clinic if needed. No further info is available at this time.